Manufacturer narrative:
Root cause of the issue was determined to be the loose kepnut.

Event description:
Physio-control received a report that "on 3/06/21 at 11:55 while on a call performing 12 lead the monitor shut off several times-5. The crew removed the batteries from the unit and reset the unit and they where able to perform a successful 12 lead also a wrench indicator was on". In this state the device may be inoperable and defibrillation therapy may not be available if needed. There was no report of patient involvement associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and both verified and duplicated the reported issue. It was determined that there was a loose kepnut. The kepnut was re-torqued to the correct torque value and the reported issue was no longer duplicated. The device passed functional and performance testing and was returned to the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that "on (B)(6) 2021 at 11:55 while on a call performing 12 lead the monitor shut off several times-5. The crew removed the batteries from the unit and reset the unit and they where able to perform a successful 12 lead also a wrench indicator was on". In this state the device may be inoperable and defibrillation therapy may not be available if needed. There was no report of patient involvement associated with this event.